Manufacturer narrative:
As per log analysis, no definite indication of a problem in the log. If just the display was blanking out usually nothing is logged. The one reboot may have been the user trying to correct the display issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the local display on the roller pump would intermittently blank out. The device was not changed out, as they could still control the roller pump from the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: according to the user facility's biomedical engineer (biomed), during cardiopulmonary bypass, the roller pump local display blanked a few times and finally disappeared completely. The users were able to use the local controls to control the pump, but no display was available. The users were able to use the ccm to control the pump and view pump data. This pump was in the cardioplegia position. There was no impact to the patient as a result of the loss of local display. The case was completed successfully, without delay and without associated blood loss.

Manufacturer narrative:
The reported complaint was not confirmed. During the laboratory evaluation, the reported issue was not duplicated. The product surveillance technician (pst) observed the roller pump to operate as intended throughout evaluation with no blanking of display. The pst attached the roller pump to the lab-use only (luo) system-1 (aps1) power supply, central control monitor (ccm) and powered on. The pst observed the roller pump to power up properly with normal display. He inserted tubing, adjusted occlusion and started the pump in forward direction. The pst operated the pump over a two day period occasionally checking display; no blank display observed. The pst powered off the roller pump and moved to cold chamber for three hours at ten degrees celsius. He retrieved the roller pump from cold chamber, connected to aps1 power supply/ccm and powered on. The pst observed the roller pump to power up properly with normal display. The pst agitated all cables and connectors and observed no blank display. He inspected all components and solder joints and electrically measured q210 transistor with digital multimeter; no anomalies observed. The pst disassembled and reassembled display assembly and pump, attached pump to luo aps1 power supply/ccm and powered on, started pump in forward direction and continued to operate pump overnight and observed no blank display. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.